Event description:
It was reported that a pt was experiencing an increase in seizures. The reporter indicated that the relationships to baseline was unk as the pt has not been seen since 2001. Device diagnostics were performed at that visit and results were within normal limits. The physician's assistant stated that a 0 dcdc was obtained when system and normal mode diagnostics were performed during a recent office visit. A battery life calculation was performed and it was found that the pt's device was not end of service. There have not been reports of any add'l adverse events. The pt's parents believes that the device is not working for the pt, however, the physician's assistant stated that the device will be programmed off first and the pt will be monitored prior to being removed. Good faith attempts to obtain add'l info have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.